Manufacturer narrative:
(B)(4). D10: item # unknown, unknown distal humeral component, lot # unknown. Item # unknown, unknown humeral head, lot # unknown. Item # unknown, unknown intercalary segment, lot # unknown. Item # unknown, unknown assembly, lot # unknown. H6: proposed component code - mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a shoulder arthroplasty. Subsequently, the patient was being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.